Event description:
An 8f angio-seal device was deployed to seal the arteriotomy site in a pt who had experienced a myocardial infarction (mi). A pre-placement angiogram was not performed prior to deployment. The pt remained in the hospital several days post deployment due to the mi. The pt was seen by the physician two days post angio-seal deployment. Reportedly there was no hematoma present and distal pulses were palpable; the pt was discharged. The pt returned to the hospital the same day complaining of right leg pain and discoloration. The pt was diagnosed with deep vein thrombosis and underwent surgery where the angio-seal device was removed. The pt reportedly has nerve damage as well as intermittent swelling.